Event description:
It was reported that during a ptca/stent procedure an expected and acceptable dissection occurred during predilation of a distal rca lesion. The delivery sys was advanced towards the lesion, when it was noted that the stent had been dislodged off the delivery sys. The dislodged stent was deployed at an unintended site.